Manufacturer narrative:
(B)(4).

Event description:
Procedure type: abdominal wall repair. According to the reporter: as the surgeon was handling the product and positioning it in the pt, the mesh started to fall apart in his hands. It was immediately removed from the pt. No pt injury occurred.